Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure performed in the (B)(6) on an unknown date, after placing the rod, the cap screw would not torque in the had of the 7.5mm x 40mm s-lok polyaxial screw. It was noted that the tulip head component was splayed. The polyaxial screw was removed and replaced with an 8.5mm x 45mm s-lok polyaxial screw and the same cap screw was assembled successfully. This resulted in a twenty minute delay to the procedure.